Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set had detached tubing. The patient¿s blood glucose level was over 500 mg/dl at the time of the incident. Sensor error and high blood glucose value were also reported. The sensor and infusion sets will be returned while insulin pump will not be returned for analysis.